Event description:
A (B) (6) female pt that was being treated for "an arthoscratic" ulcer of the aorta, underwent endovascular aortic repair on (B) (6)2010. Upon completion of placing the device, while expanding the first device, they ruptured the aorta. They put the cuff up, and attempted to seal the rupture and it failed to seal. The pt passed away before they were able to use the third device. The pt did not fit within the IFU criteria guidelines.

Manufacturer narrative:
(B) (4) - death is labeled in the IFU. Vessel rupture and damage is labeled in the IFU. Event evaluation: still under investigation.